Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 429 mg/dl. Customer also reported insulin flow block alarm four times during basal. The troubleshooting was performed and assisted in performing a 5.0 units fill cannula. Customer stated that the insulin exited. It was unknown whether the customer was using automode. The device will not be returned for analysis.